Event description:
The hcp reported that the patient was "very stiff with little change over pre-pump tone". A catheter revision was done. The patient recovered without sequela. The patient's pump was used to deliver baclofen.